Manufacturer narrative:
No probe was returned for evaluation for not cutting. The device history records (DHR) for four probe lots manufactured in march and april 2014 were reviewed. There were unrelated reinspections for adhesive on needles found, however, all suspect product were re-inspected and the product was released according to the MFR's acceptance criteria. Because a sample was not returned and the lots reviewed had no related abnormalities to the complaint issue, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
The cutter was working during calibration prior to surgery, however when the surgeon was starting the surgery, it did not work (it could not cut the vitreous). Immediately it was replaced and the new cutter worked well. There was no pt harm reported. Additional info has been requested.